Event description:
Litigation alleges pain and difficulty ambulating. Update rec¿d (B)(6) 2013 ¿ pfs and medical records received. Part/lot was provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. Operative notes indicated that a fracture occurred during broaching. A broach has now been reported. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the broach as the product and lot code required was not provided. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.